Event description:
It was reported that the subject device exhibited a wrong color image and distortion, the issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 establishment full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation the device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record - DHR found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the right-unit failed and therefore the image is green. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.